Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized twice for high blood glucose levels, with a reading of 767 mg/dl. The customer stated that he changed the infusion set, but his blood glucose levels continued to elevate. The customer declined troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.